Manufacturer narrative:
Updated a1 from unknown to the sample ID (B)(6).

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported 1 false positive patient result for the sars-cov-2 target on the alinity m resp-4-plex assay. Following contamination troubleshooting, the customer reported that they had a patient sample that was positive for sars-cov-2 on the alinity m resp-4-plex assay. The sample had a cn (cycle number) of 37.5. Due to their protocol, in which they do not consider samples above 35 cn to be positive, the sample was tested on their second alinity m instrument and was negative on the second instrument. There was no impact on patient management.

Manufacturer narrative:
Additional suspect product alinity m system (list 08n53-002) added, therefore, the following additional MDR has been submitted for this event: 3005248192-2024-00100.

Manufacturer narrative:
This event is no longer reportable against the alinity m resp-4-plex assay (list 09n79-096) lot 399453. See MDR 3005248192-2024-00100 for investigation of alinity m system, list number 08n53-002 serial number (B)(6) for this incident.